Manufacturer narrative:
The reported event for failure to sense was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional information: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that a lead failed to sense during an implant procedure on (B)(6) 2021. After testing the lead at multiple sites, the physician requested to use a new lead. The lead with the sensing issues was not used. The patient was reported as stable.